Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/14/2020. H.6. Investigation: bd received 5 samples and 1 photo from the customer for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® pst¿ gel and lithium heparinn (lh) 65 units blood collection tubes had foreign matter in tube; biological and non-biological. This event occurred 6 times. The following information was provided by the initial reporter: the customer "witnessed black chunks in vacutainer."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® pst¿ gel and lithium heparinn (lh) 65 units blood collection tubes had foreign matter in tube; biological and non-biological. This event occurred 6 times. The following information was provided by the initial reporter: the customer "witnessed black chunks in vacutainer."